Event description:
Nurse reported discrepant result for one pt. Date: (B)(6) 2010, inratio: 2.9, lab: 1.8. Time of inratio result is unk. Time of lab drawn is 11:30 am. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.